Manufacturer narrative:
The t:slim g4 pump user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. A system check was performed and the pump performed as intended. There was no damage observed on the infusion set cannula. Tandem technical support (cts) advised the customer to perform a cartridge change as the customer had been using the same cartridge while the occlusion alarms occurred. The customer's blood glucose (bg) level was 54 mg/dl due to purposefully using the fill tubing feature while connected to deliver insulin as the occlusion alarms were occurring whenever boluses were requested. The customer declined to provide additional information regarding this event.